Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls were within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the sample and reagent probes, checked the cuvette windows and aligned the photometer. The customer does not have further issues with hcg. The cause of the discordant, falsely elevated hcg result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. The initial result was reported to the physician(s), who questioned the result as it did not fit the clinical picture of the patient. The sample was repeated on the same instrument, resulting higher. A new sample was obtained from the patient and was run twice on the same instrument, also resulting higher. One of the results obtained from the redrawn sample was reported as a correct result to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low hcg result.